Event description:
Physician was performing a laparoscopic appendectomy. The covidien endo gia ultra universal stapler was not firing all staples. Firing was random. Removed without difficulty. Was used with endo gia curved tip reload with tri-staple technology.